Manufacturer narrative:
This report is report is being submitted to update the describe event or problem field which is block b5.

Event description:
It was reported that approximately three days after undergoing a spinal cord stimulation (scs) implant procedure, the patient experienced severe pain that banded his abdomen above his navel. The pain was so severe that it kept him up all night long. The patient met with his general practioner, who reported he did not find anything he was overly concerned about. A scan and x-ray was performed, however the results are not yet known. The patent was given buscopan and advised to take a valium. The physician does not feel the pain is procedure or stimulation related, however does not feel it is device related. The patients pain has been up and, down, however is getting better gradually. Additional information was received that there were no significant results from the scan, and the physician assessed there is nothing to be concerned about. The patients pain improved with reprogramming, and there is no further course of action.

Event description:
It was reported that approximately three days after undergoing a spinal cord stimulation (scs) implant procedure, the patient experienced severe pain that banded his abdomen above his navel. The pain was so severe that it kept him up all night long. The patient met with his general practioner, who reported he did not find anything he was overly concerned about. A scan and x-ray was performed, however the results are not yet known. The patent was given buscopan and advised to take a valium. The physician does not feel the pain is procedure or stimulation related, however does not feel it is device related. The patients pain has been up and, down, however is getting better gradually.